Manufacturer narrative:
The complaint of leaks on item ih-eh41810 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown. Additional contact: (B)(6).

Event description:
A 18 cm (7") appx 0.43 ml, pressure infusion ext set w/surplug¿ micro clear, rotating luer that reportedly leaked an unspecified infusate at the lower part of the connector during use. The affected sample was disposed by the user, as it was used on a patient who was infected. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed with no further problems encountered.